Manufacturer narrative:
Returned device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, a cause for the reported difficult to open or close associated with the inability to lower a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The patient presented a2/p3 flail. A nt clip was placed medial to a2/p3. To achieve a better result, the clip was repositioned more medially but the gradient then became too high. The clip was repositioned to the previous spot, but then posterior gripper was not functioning. Grippers were cycled multiple times. Clip arms were opened and closed from 30 degrees to 120 degrees with lock opened to ensure there was no tension on the system. Another attempt to drop grippers with no change. The clip was removed without issue. Once outside the body, the clip was inspected but it was still unknown why the posterior gripper was not functioning. The procedure was completed with a replacement device, ending with mr grade 2. There were no patient consequences or clinically significant delay. There was no additional information provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.